Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 45.1 cm. An external insulation abrasion due to friction to the device can was noted breaching the outer insulation and exposing the outer coil at 42.7 cm to 42.9 cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.